Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. Testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer's report.

Event description:
The customer reported that the device was not sealing the tissue during a cystoprostatectomy. An end tone, indicating a completed seal cycle, was heard. There was no patient injury.